Event description:
It was reported the battery compartment of the external pulse generator (epg) is broken and in need of replacement. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Battery drawer cover is broken off. Upper and lower case halves are broken and contaminated. Battery release and lead flex cover are contaminated. Both bail covers and ring cover are broken. Both bails and ring are missing. Lcd (liquid crystal display) is missing segments.